Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the instrument jaws did not open after application on the bowel. This occurred after firing. The surgeon used another device and removed the locked stapler from the tissue.